Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis information: product ID# 8042b the device was returned and analyzed and no anomalies were found. Products: 4076 lead x 2 implanted: 2010 (B)(6). (B)(4).

Event description:
It was reported, the patient developed bacteremia. The device and leads were removed and replaced. No further patient complications have been reported as a result of this event.